Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01724. Concomitant medical products: unknown nexgen femoral catalog#: ni, lot#: ni, unknown articular surface catalog#: ni, lot#: ni. Report source: foreign source: italy. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Citation: rissolio, l.; sabatini, l.; risitano, s.; bistolfi, a.; galluzzo, u.; massè, a.; indelli, p.f. Is it the surgeon, the patient, or the device? A comprehensive clinical and radiological evaluation of factors influencing patient satisfaction in 648 total knee arthroplasties. J. Clin. Med. 2021, 10, 2599. Https://doi.org/10.3390/jcm10122599.

Event description:
It was reported via study that 12 patients underwent a revision due to aseptic loosening following knee arthroplasties. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Patient info from study: gender: 9 female and 3 male. Date of birth & age: from 58 to 78 yo. Avg: 68.25 yo (at the moment of surgery). D6a implant date: the initial knee arthroplasties were all performed between 2013 and 2016. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.